Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced low blood glucose levels (56 mg/dl-59 mg/dl). Contact believed that the low levels were due to customer excessively bolusing using the pump. Customer drank juice to treat low bg levels. Contact stated that the pump was performing as intended.